Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that there implantable pulse generator (ipg) is pacing below the lower rate. It was also noted that they experienced a "funny feeling, fluttering with a feeling of shortness of breath". The ipg remains in use. No further patient complications have been reported as a result of this event.